Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed the device to be inoperable due to a "check battery" alarm. This was caused by corrosion on the wireless module flex as a result of fluid intrusion. The device is un-repairable and removed from service.

Event description:
It was reported that a wireless battery module will not connect to the customer's wireless network. No pt injury was reported.